Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operations after failing to complete the cybersecurity update. The patient was asymptomatic to the backup operations. A device download was performed successfully. The patient would continue to be monitored.